Manufacturer narrative:
Additional information was added to h6 and h11: h11: an event history log review was performed, and the last infusion ran on the event date was loaded with a new set. The infusion of vancomycin was not put into standby mode. The infusion was programmed to run for 2hours. It was completed within the intended time. The infusion started again for 2 hours but stopped with 24 minutes left due to an air-in-line alarm. The event history log review did not reveal any relationship to a known issue. No excessive alarms, system errors, or programming issues were observed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional flow rate accuracy testing was performed with no issues noted; the pump was able to successfully infuse. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.